Event description:
Customer reported an under infusion of heparin. An infusion of heparin, concentration 25,000 units/500 ml was started on the night shift. When the day shift nurse performed patient rounds, noted the heparin was infusing at 500 units/hr (10 ml/hr) instead of the intended 700 units/hr (14 ml/hr). No patient harm reported, no medical intervention required and no ill effects experienced by the patient. The data set and device logs were received. The investigation is on-going. A f/u report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.